Event description:
Nurse was checking catheter prior to insertion into a pt. Balloon would not deflate at first, later deflated. Slip tip syringe and sterile water within packaging was used. Slight pull with the syringe plunger was done.